Manufacturer narrative:
The investigation for the reported saturated flow issue has been completed. Data log showed that about 2 minutes after starting the pump, there several motor current spikes in quick succession, accompanied by a simultaneous drop in motor speed and elevated lv waveforms. Immediately afterwards, significant flow saturation is observed. Additionally, the "impella position in aorta" alarm triggers even though the placement signal does not become aortic. In conclusion, it was determined that the cause of saturated flow was most likely ingested biomaterial. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 60 yo male was implanted with an impella 5.5 device for mechanical circulatory support.. It was noted that the impella flows were seemingly out of range and an impella in aota alarm was triggered. After troubleshooting, the readings showed potential saturated flow and the decision was made to transfer the pump to another console. Once on the new console, the alarms resolved.